Manufacturer narrative:
The initial reported event of lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. The analyst noted that only 19 cm of the proximal portion of the lead was returned. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient had sustained and would continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the right ventricular (rv) lead. It was subsequently reported that the lead had exhibited oversensing and a sudden rise in impedance and had fractured. The lead was capped and replaced and was removed at a later date. No further patient complications have been reported as a result of this event.